Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings from the adc device compared to the built-in meter. The customer indicated they self-treated with insulin (dose/type unknown) based on the scan, however, experienced a loss of consciousness. The customer reported receiving treatment of glucagon administered by spouse. There was no report of death or permanent injury associated with this event.